Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading error alarms. The patient was able to complete treatment on the cycler. A review of the patient¿s treatment records identified that the patient allegedly drained 18043ml during drain 3 of the treatment. This drain volume is 856% the patient's prescribed fill volume of 2107ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. Upon follow up with the pdrn, stated the patient was doing fine. Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.